Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra2 meter testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the early morning of (B)(6) 2014. The patient manages his diabetes with oral medications (1000 mg 2x daily). The patient reportedly stopped or skipped his usual dose of medications at the time of the reported issue. An hour later, the patient claimed he felt symptoms of blurred vision and dry mouth. The patient denied receiving medical treatment due to the reported issue. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked him through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.